Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7070608. Product family: scs linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7071706.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing a loss of stimulation wherein, she was no longer receiving any pain relief. The patient underwent an explant procedure where the full scs system was explanted. The patient was doing well post-operatively. The explanted devices were retained by the hospital and were not returned to bsc.